Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a self test therapy pcb failure error. There was no reported patient involvement/adverse patient impact.